Event description:
Customer reported that the insulin pump's display went blank several days before the call. During troubleshooting, customer was able to get the display to return and the insulin pump passed the self test. Blood glucose level was 90 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.